Manufacturer narrative:
(B)(4). The equipment was received in vyaire facility for evaluation. No root cause has been determined at this time, since the investigation is still ongoing. However, the customer has ordered a new gde (gas delivery engine) for replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported a blender failure on the avea ventilator. The fio2 (fraction of inspired oxygen) is stuck at 75%. At this time, there is no information regarding patient involvement associated with the reported event.